Manufacturer narrative:
UDI not available as product manufactured before september 24, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to device replacement for eri, capture threshold was noted to be high on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2020. The patient had no adverse health consequences and was in stable condition.